Event description:
Mridium MRI IV medication infusion pumps have a nonmagnetic ultrasonic motor and are specifically designed to be used for medication administration in the MRI scanner. They are used for propofol administration to sedate pediatric pts for MRI scans. A total of four events were reported when unexpected pt movement (ie extremity movement, sitting up or attempt to move out of the scanner) have occurred. In each event, the pump's flashing green light led the practitioner to believe that medication was infusing into the pt. However, with pt movement, the practitioner noted a discrepancy between the digital reading on the pump of the medication amount infused and the actual amount of medication remaining in the syringe (ie 18ml of propofol in the syringe to be infused at 16ml/hr; digital reading indicated that 14.8 ml had infused into the pt; volume in the syringe should be 3.2 nl; actual volume in the syringe was 16ml). Four mridium pumps, model 3850r, were inspected by the institutional engineering department. No electronic or mechanical pump malfunction was detected. These pumps were then sent to the manufacturer for further inspection and analysis. Reportedly, some of the parts have been replaced by newer components, but no pump defect to explain these events was found. The pumps have been returned and are being used by our institution again.